Event description:
The customers mother reported via phone call that they experienced high blood glucose. The customer's mother stated blood glucose reading was 400 mg/dl. The blood glucose readings during call was 383 mg/dl. The customer's mother declined troubleshoot for high readings. The insulin pump well not be return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.